Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2 was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex c grid & imdrf annex d grid.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) confirmed upon arrival that the drawer had already been recovered and was functioning correctly. To ensure optimal performance, all diagnostic tests were run on the drawers, and each test passed successfully. The drawer was then realigned to maintain proper clearance with the cosmetic panel and the drawer was removed from the system and all wires and connections were examined, with no issues found. A hardware tests was conducted, confirming that all drawers were fully operational. The system functioned as intended after the field service engineer investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2 was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.